Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incorrect measurement could not be conclusively determined.

Event description:
During follow-up, the device battery longevity was inappropriately measured. The patient will continue to be monitored by follow-up. The patient is doing well.